Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: cev649b5, tube diam 5mm 310mm, lot #130401, mfg date april 2013, k993655; cev625h, bipolar insert dim 5mm fenestrat, lot #130601, mfg date june 2013, k993655. (B)(4). Product analysis found the electrical tests performed on this handle failed. The handle is on short circuit. After dissembling, it was noted a trace of plastic burnt at the screw hole level. For the two concomitant devices, there were no issues highlighted. Instruments were conforming to manufacturing specifications. Electrical tests did not show an electrical insulation issue.

Event description:
It was reported the devices were returned for not working. Investigation found the electrical tests performed on this handle failed. The handle is on short circuit. After dissembling, it was noted a trace of plastic burnt at the screw hole level. There was no report of patient impact.